Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, a high and out of range impedance was noted. The lead was explanted and a new lead was implanted with good electrical measurements. The patient was in stable condition.

Manufacturer narrative:
An event of high impedance was reported. ¿the results of the investigation are inconclusive since the product was not returned for analysis and reported information and/or records was not sufficient to determine the cause. Based on the information received, the cause of the reported incident could not be conclusively determined.